Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A photo was provided and showed no abnormalities at the luer port of the oxygenator housing. Tit was found that the inner conus of the luer lock positive adapter of the red venting line was broken. When the line was removed from the bubble trap, the inner conus was stuck inside the port. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: as no sample is available to be returned, a physical examination could not be performed, and the reported issue could not be confirmed. There was no evidence of a non-conformance observed in the manufacturing records. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that during priming, the port on the oxygenator was leaking. When it was tightened, the tip of the port broke off. The circuit was changed for a new one. A photo of the damaged part was provided. Upon follow-up, it was confirmed that there were no consequences to the patient. The sample cannot be returned to the manufacturer for evaluation because it was used on a covid-19 patient in a covid-19 ward.